Event description:
The customer reported being hospitalized due to high blood glucose of 1000mg/dl, and she was treated with an insulin drip. The customer was experiencing nausea, excessive urination, and ketones. Troubleshooting was performed. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.